Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
A codman perforator, along with two non-codman products, an emax2plus/ (B)(4) and a csr60/ (B)(4), were used in this procedure. The products were used for the deep brain stimulation therapy and the burr hole opening was performed. The handpiece began to move as the feeling of drawing a spiral with a rounded shape and entwined with the arm when take off a foot form the pedal although the auto release worked usually. After that, the product (emax2plus) was replaced with another emax2plus and used without any problems. There was no surgical delay; however, the user injured his wrist when the device "kicked up". No further information was provided by hospital.

Manufacturer narrative:
Updated UDI : (B)(4). The perforator was returned for evaluation. The device was visually inspected; no anomalies were observed. Functional testing was then performed. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies were found during the manufacturing process. Based on the results of the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.